Event description:
The facility representative reported a colleague infusion pump with a channel a pumphead module tube motor collar damaged . This condition had the potential to interrupt delivery. This event occurred during biomed testing during a visual inspection "general pt ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the device was made, however, the customer refused to send the device back in for repairs. Should any additional information become available, a follow-up medwatch will be submitted.